Event description:
It was reported that the battery on the patient¿s implantable neurostimulator (ins) was not holding. It was reported, the patient saw his physician yesterday and the physician told him that the battery was going dead. It was reported the patient had surgery last year to have the device implanted and was told it would last 4-5 years. It was noted that the physician told the patient at his appointment that the ins was set to 4.8 volts to help control the patient¿s tremors, and that this was how long the battery lasts at that setting. The patient¿s other ins was set at 3.5 volts. This ins was implanted in (B)(6) and was reported to be okay. It was noted that the ins that was going dead was the one implanted in (B)(6). It was reported that the patient is scheduled to have the ins that was going dead replaced next wednesday. Additional information has been requested but was unavailable at time of current report.

Manufacturer narrative:
Product ID 37602, serial# (B)(4), implanted: 2012 (B)(6); product type implantable neurostimulator product ID 3387s-40 lot# va02bm6, implanted: 2012 (B)(6); product type lead product ID 37642, serial# (B)(4), product type programmer, patient product ID 748351, serial# (B)(4), implanted: 2012 (B)(6); product type extension product ID 3387-40 lot# va00fze, implanted: 2012-07 (B)(6); product type lead product ID 37642, serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received the patient¿s right deep brain stimulator (dbs) generator was explanted and replaced due to the end of device life. It was stated the patient was released from the operating room on (B)(6) 2013.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4). Analysis of the implantable neurostimulator (s/n (B)(4)) found no significant anomaly, the ins had normal end of life depletion and the telemetry and output were okay.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.